Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
While preparing a new ruby coil for a coil embolization procedure, a hospital staff inadvertently dropped the coil while handing it off to the physician. The ruby coil was dropped prior to its use and therefore, was not used for the procedure. The procedure was completed using a new ruby coil.